Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is only making a claim for an adverse patient outcome against the ventralex st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 7 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions, pain, mesh migration and scar tissue thereby underwent repair with additional surgery. Per operative notes, "the right side of the mesh (device #1) was detached from the abdominal wall." The instructions-for-use supplied with the device lists hernia recurrence, adhesions, pain and mesh migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e1 (complainant facility), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is only making a claim for an adverse patient outcome against the ventralex st. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent epigastric hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, "the hernia sac was identified and dissected free from surrounding tissues. The preperitoneal space was cleared, a ventralex st (device #1) was placed in subfascial position and sewn with sutures." (B)(6) 2015 - patient had symptomatic cholelithiasis thereby underwent laparoscopic cholecystectomy. Per operative notes, "small amount of omentum was adherent to previous epigastric repair. The right side of the mesh (device #1) was detached from the abdominal wall. The omental adhesions were taken off the previously placed mesh (device #1). The gall bladder was taken off. The edges of the mesh (device #1) were cleaned and retacked using tacks." (B)(6) 2016 - patient was diagnosed with umbilical incisional hernia thereby underwent open repair with the implant of ventralex st mesh (device #2). Per operative notes, "a wide based hernia sac was identified, the sac was opened up dividing the hernia sac off the fascial edges. The right side of the defect was difficult to dissect as some delamination between posterior and anterior fascial was noted. The defect was measured. A ventralex st (device #2) was deployed into abdomen as an underlay with sutures tied." (Note: there was no mention/visualization of the ventralex st (device #1) during this procedure) attorney alleged that the patient had adhesions, mesh migration, pain and hernia recurrence. It was also alleged that ventralex mesh was detached from the abdominal wall.